Event description:
After identifying or recognizing a cluster of three wound infectious status post meniscus repair, the investigation suggested a discrepancy in the cleaning process for the cannulas. No manufacturer guidelines for cleaning the cannulas were provided at or since purchase. Subsequent to the investigation, changes in procedures have been taken within sterile processing.patient injuries resulted in rehospitalization and further surgical procedures with damages unknown at this time.